Event description:
The customer states that they are observing reproducibly issues (falsely high results) with multiple assays, total bhcg and hbsag when using an architect i2000 analyzer for generating patient results. The customer also states that qc was trending high for prolactin, progesterone and hepatitis a assays. The customer states that when running the total bhcg assay an initial result of 25 miu/ml (positive) was obtained. Upon repeat testing, a negative value of <5 miu/ml was generated (no specific value provided). No adverse impact to patient management was reported for this issue.

Manufacturer narrative:
(B)(6). Investigation summary: review of the complaint text indicates the customer reported a reproducibility problem on (B)(6), beta-human chorionic gonadotropin (b-hcg), and (B)(6). The initial b-hcg result was 25 miu/ml (positive) with a negative repeated result (the subject of the medical device report). The initial (B)(6) result was (B)(6) which produced a (B)(6) rerun test result. The customer replaced the sample probe and wash zone needles. A shift in quality control of prolactin, progesterone, and (B)(6) were observed. The field service engineer (fse) visited the customer site and checked the instrument. No leaks from the pumps or syringes were detected. The fse cleaned off small deposits of substances and tightened the valves around the wash zone manifold. Gravimetric tests were performed on the manifold, pre-trigger, and trigger. The volumes measured were within specifications. The rv lots, r1, and r2 probes were replaced by the engineer. The instrument was running within specifications after the troubleshooting performed by the field service engineer. A review of the complaint history for architect i2000sr sn# (B)(4) over the period of time of (B)(6) 2007 through (B)(6) 2009 was performed. The review did not find other complaints related to this issue. Results of the review of the architect system operations manual (B)(4) section 7: operational precautions and limitations provided adequate information on requirements on collecting specimen and limitations of results interpretation. Requirements are included in the manual for preparing and storing specimen for testing. Under limitations of result interpretation, it states the architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. All data must be considered for patient care management. Section 9: service and maintenance: component replacement provides step by step instructions for replacing system components. In section 10: troubleshooting and diagnostics under observed problems list multiple probable causes and resolutions related to the customer's issue of erratic results. In the architect (B)(6) combo reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. In the architect total beta-human chorionic gonadotropin (b-hcg) reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. In the architect (B)(6) reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. No product deficiency was determined. The operator followed the recommended maintenance procedures for the replacement of the sample probe and wash zone needles, resolving the issue. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.